Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl, and she was treated with an insulin drip. The caller stated that her infusion set kept falling off, and her endocrinologist told her to request the sure-t infusion set. The customer mentioned that she thought she had food poisoning leading up to the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.